Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that they got chronic "poor" recharge quality since saturday ((B)(6) 2022) when attempting to recharge their ins. During the call, the pt attempted to initiate a charging session of their ins two times, but got "poor" recharge quality and could not charge ins. When the pt was connecting their recharger antenna to the ins, the pt muttered in the background of the call "I swear this thing moves" (agent did not ask clarifying questions on call). Pt inspected the recharger antenna cord, plug, and the controller port, but no damage was detected. An email was sent to the repair department to replace the recharger antenna. Pt said they were "blind when seeing the prongs" when inspecting the prongs on the recharger antenna plug.

Event description:
Additional information was received. It was reported that it was not determined if the ins was indeed moving around. The circumstances that led to the potential ins migration were that it was not charging properly. The steps taken to resolve the potential ins migration were noted to be that a new box was sent out. The potential ins migration was noted to have been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.